Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-02275. It was reported that the patient was experiencing a shocking sensation 20-30 times a day from the lead site down to the battery site, whether stimulation is on or off. As a result. The patient may undergo surgical intervention to address the issue.